Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect, cause was unknown. Reportedly, the customer corrected the time to resolve the issue. In addition, it was reported that a minimum fill notification occurred after the user filled the cartridge with insulin during the load sequence. A new cartridge was loaded to resolve the issue. There was no adverse impact to customer¿s blood glucose level.